Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance, nor was there any indication that the catheter would be difficult to withdraw into or through the sheath. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, the catheter was stuck in the tissue, and it could not moved. The procedure was completed with this device and the patient condition following procedure was stable. The device is expected to return for laboratory analysis. It was further reported that the troubleshooting that took in place for releasing the catheter from the tissue was by removing it from the patient directly. The catheter was able to be removed as normal from the body without patient complications and no tissue was seen at the tip of the catheter or guidewire. It was indicated that there were two catheters in the same location and there was not a difficult anatomy.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, the catheter was stuck in the tissue, and it could not moved. The procedure was completed with this device and the patient condition following procedure was stable. The device is expected to return for laboratory analysis. It was further reported that the troubleshooting that took in place for releasing the catheter from the tissue was by removing it from the patient directly. The catheter was able to be removed as normal from the body without patient complications and no tissue was seen at the tip of the catheter or guidewire. It was indicated that there were two catheters in the same location and there was not a difficult anatomy.